Manufacturer narrative:
H3 - evaluation of the returned psu found that a check of the event log for the returned psu showed intermittent firmware incompatibility dating back to aug 2018. There was also a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .600 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. Customer fault description has been confirmed and isolated to a faulted battery. The faulted battery has been replaced, and the returned unit has been characterized as extended pyramid volume. Unit has also passed outgoing product testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: 9735821. A medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The system then passed the system checkout and was found to be fully functional. Codes b01, c07 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the manufacturing representative (rep) called to troubleshoot while setting up for a case a localizer faulted error. Troubleshooting included checking the internal network status and the camera was connected. Checked ndi toolbox, temp, bump and power faulted was detected. This resulted in medtronic imaging and navigation aborted. There was no impact on patient outcome.